Event description:
I had the essure placed in (B)(6) 2014. I have had vaginal bleeding, severe bloating, excruciating pelvic pain, lots of hair loss, and migraine headaches since having this placed. I have times where my legs go numb, where I bleed enough to fill a pad each hour, and have been unable to work. I had the hsg test to check placement as well if my tubes were then blocked. One of my coils has migrated and I am having a total hysterectomy to reverse this procedure (B)(6) 2015. I had not had a single symptom until the day the essure was placed. Bayer does not tell you the correct side effects. This should be removed from the market as soon as possible before more women are hurt.